Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer reported using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the user guide. Customer changed pump supplies to address issue. The customer's blood glucose level was 135 mg/dl. The customer reverted to manual dose injection for insulin therapy.